Manufacturer narrative:
Initial and combined report: block h6. Device code a050401 is being used to capture the reportable event of fluid/blood leak. Impact codef1001 is being used to capture the reportable event of absence of treatment.

Event description:
It was reported to boston scientific corporation that a orbera was used during a orbera intragastric balloon system procedure performed on (B)(6) 2024. According to the complainant, during the procedure, implantation of orbera intragastric balloon the balloon was leaking and had to be explanted. The procedure was cancelled unknown if the procedure was rescheduled for a later date. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation finding of cancelled procedure.